Event description:
It was reported that (6) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 device handle broke while being used. There was no consequence to the pt.